Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2009. It is alleged the patient was injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01105.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the left common femoral vein due to bilateral pulmonary embolism. Patient is alleging tilt, vena cava perforation, organ perforation. The patient further alleges "a prong of the ivc filter has perforated my aorta. I live with the anxiety of having this filter that could fail at any time, but that it cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava, and that has perforated outside of it into another organ." Per report from CT (computed tomography) dated (B)(6) 2018: "positive for caval perforation. Superior extent of filter is at superior l3 vertebral body. Inferior extent mid l4 vertebral body. A total of eight prongs have perforated ivc, series 3, image 47. Maximum distance prong perforated is 9.11 mm, series 3, image 47. Coronal images show 2.77-degree tilt of filter left-to-right, series 602, image 24. Sagittal images show 8.22-degree tilt posterior-to-anterior, series 603, image 38. Diameter of ivc directly above filter measures 20.76 mm x 14.59 mm, series, 3, image 38. Attention: a prong has perforated the aorta, best appreciated on series 602, image 24 and series 3, image 47."